Event description:
It was reported that the day after the implant of the right ventricular (rv) lead, it was found that the lead had dislodged overnight. The rv lead was repositioned and remains in use. During the repositioning of the rv lead, the right atrial (ra) lead became dislodged as well. The ra lead was also repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.